Event description:
It was reported by the rep that (1) hp052 have failed by giving frequent solid tone during several nissen procedure. The unit was used and all trouble shooting tips were utilized. There was no consequence to pt.